Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient underwent an unspecified procedure in which peri-guard was used. It was further reported that the patient experienced an infection with parietal abscess. The cause of the infection was not reported. According to the reporter, there was a "need for reoperation". No additional information is available.

Manufacturer narrative:
Additional information was added to h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G3: date received by MFR - the baxter aware date was 04jan2024 (previously reported as 22dec2023). Should additional relevant information become available, a supplemental report will be submitted.